Event description:
The customer reported that he was treated by the paramedics due to low blood glucose levels. The customer stated that he experienced sweating, confusion, slurred speech, and was very cold. The customer was told that his blood glucose reading was 39 mg/dl when the paramedics arrived, and 79 mg/dl by the time they left. The customer felt that he miscalculated for one of his boluses. The customer declined troubleshooting as the event was over a month ago and he was feeling fine. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.